Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged and was repositioned. The lead dislodged again but no intervention was completed. The lead remained implanted.